Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software; section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump. It was reported that the reason for call was the patient reported they were having problems with the handset taking excessively long time to complete a bolus since this year and it had gotten progressively worse. The patient stated the handset screen got stuck at 90% when they were trying to deliver a bolus. The patient stated they got 4 bolus a day. The agent assisted the patient with clearing data on the handset and the patient was able to connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.